Event description:
Additional information received reported the patient cancelled the surgery. They had not rescheduled as of the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3986ilc, lot# n25810, implanted: (B)(6) 2003, product type: lead; product ID 3986ilc, lot# n25913, implanted: (B)(6) 2003, product type: lead; product ID 3986ilc, lot# n25810, implanted: (B)(6) 2003, product type: lead; product ID 3986ilc, lot# n25913, implanted: (B)(6) 2003, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that it was not targeting the areas the patient needed coverage. The patient had an appointment scheduled on (B)(6) with their manufacturer's representative (rep) and their physician.

Event description:
It was reported that the patient had a problem with scar tissue that ¿kind of altered everything.¿ her neurosurgeon tried to go in and clean everything up, but not all the wires were able to go back to being functional. As a result the patient had six programs that ¿kind of reached the areas that I need it,¿ however, the patient stopped using it for a while because it wasn¿t doing any good. It was noted the patient had continued to charge the implantable neurostimulator (ins). The patient also stated she thought about using two programs at the same time as well as adjusting the pulse width, and was wondering if anything else could be suggested for her to try. It was noted reprogramming had occurred around october or november but the manufacturer¿s representative (rep) ¿wasn¿t able to get anything more than what was already on there.¿ the patient had an appointment scheduled in may but was going to contact the healthcare provider (hcp) to see if she could be seen sooner. It was noted the patient had been told by her hcp¿s office to contact the rep. Directly. An appointment was scheduled with the rep. For (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was scheduled for surgery on (B)(6).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3986ilc, lot# n25810, implanted: (B)(6) 2003. Product type lead, product ID 3986ilc, lot# n25913, implanted: (B)(6) 2003. Product type lead, product ID 3986ilc, lot# n25810,: implanted: (B)(6) 2003. Product type lead, product ID 3986ilc, lot# n25913, implanted: (B)(6) 2003. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that some pieces of the wire might be left in the patient when the device was removed. The patient was asked to confirm that pieces were left inside of them and they said, ¿they aren¿t sure. Probably.¿ the patient said the surgeon said the patient had too much scar tissue and it was dangerous for the surgeon to attempt to remove the remainder of the patient¿s leads. No further complications were reported.